Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for remote follow up via merlin.net with the implantable cardioverter defibrillator exhibiting an alert for high defibrillation lead impedance. The alert was attributed to a diagnostic anomaly, where the shocking configuration had been incorrectly programmed, and measured. The alert was cleared. The patient will continue to be monitored.